Event description:
It was reported that device was post-paced t-wave oversensing due to intermittent av block. Programming changes were made. Device remains implanted. Patient condition after event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).